Event description:
It was reported an access port was placed initially without incident for chemotherapy admin. More than one yr later, the pt becamy symptomatic during a treatment session. The catheter was found to have torn 3cm from the locking collar and migrated to the heart. Retrieval utilizing a snare was uneventful. No further treatment was needed and the pt's condition is good. The co's follow up indicated this port was in place for over 12 mos and was accessed several times without incident. Since this device was in place for over a yr and no difficulty accessing the device was encountered prior to this incident, the co believes pt anatomy, location of the port, as well as user technique during access may have contributed to this event. However, without evaluating the device the co cannot determine the exact cause for this event. The directions for use for this product state: "use of the r-port sys involve risks normally associated with the insertion or use of any implanted device or indwelling catheter...catheter disconnection or fracture."

Manufacturer narrative:
This device was received, evaluated, and retained by this MFR. The engineering evaluation revealed the catheter shaft was broken 3cm from the port collar. The collar was in the locked position with a 3cm section of the catheter shaft attached. The catheter shaft broke circumferentially. Puncture marks were present in the septum. This device was in place for over a year before this event. Body flexure and location of the catheter may have contributed to this event.